Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4). Examination of returned device found no evidence of product non-conformance. Review of the device was unable to confirm the reported complaint, as surgical information, metal ion analysis and patient details were not provided. Evidence of scratching was noted on the articulating surface of the shell. A conclusive root cause of the event could not be determined. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 11 states, "wear and/or deformation of articulating surfaces." Number 27 states, "wear and corrosion of the metal components can cause an 'adverse local tissue reaction (altr)' or an 'adverse reaction to metal debris (armd)'." Number 28 states, "pain, swelling, or the onset of a limp may occur, requiring further evaluation from an orthopaedic surgeon." This report is number 1 of 3 MDR's filed for the same patient (reference 3002806535-2016-00632 / 00633 & 03661).

Event description:
Patient was revised on the left side approximately five years post-implantation due to adverse reaction to metal debris (armd), pain, and pseudotumor. The femoral head and acetabular cup were removed and replaced.

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 27 states, "wear and corrosion of the metal components can cause an ¿adverse local tissue reaction (altr)¿ or an ¿adverse reaction to metal debris (armd)¿, which can damage the surrounding bone and soft tissues." This report is number 1 of 2 mdrs filed for the same patient (reference 3002806535-2016-00632 / 000633).

Event description:
Patient was revised on the left side due to adverse reaction to metal debris (armd), pain and pseudotumor. The femoral head and acetabular cup were removed and replaced.